Manufacturer narrative:
Concomitant medical products: product ID: 1688t, product type: lead, implanted on (B)(6)2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead "was buried in scar tissue in the pocket" and "had elevated". It was also reported that the second lv lead exhibited high thresholds. The first lv lead was inactivated and replaced. The second lv lead remains in use. No patient complications have been reported as a result of this event.